Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the valve returned is quite clean without little deposits inside in the colorless liquid. The reservoir is present but unstuck of the valve. The rotor is at position 2. Functional control: the ball mechanism is not stuck. The rotation test encountered difficulty in state of return especially at 8.5mm distance (higher distance according to design specifications). Pressure control: all pressures conform to specification expect a slightly higher pressure at position 5 (220mmh2o compared to the tolerance of 190-215mm h2o). The actual position setting is position 2 compared to the position 1 (30mmh2o) as suggested in the complaint form. And also the implantation depth was said to be superior to 8mm which exceeds the designed implantation depth, and could cause eventrually the setting change difficulty. The functional testing report confirmed the difficulty in pressure setting. However the root cause could not be identified. A statistical analysis is engaged to follow up this anomaly. The initial report was originally submitted in 2016. The information provided in 2016 has not been modified except: manufacturer contact email, type of report (30 days), conclusion code. Medwatch 3500a format which has been updated since 2016.

Event description:
The patient was implanted with a v-p shunting. The patient had symptoms of under-drainage. The doctor tried to do pressure setting change but without sucess. The valve was then explanted and replaced with another valve. The valve is implanted in skull area and was said to have an implantation depth superior to 8mm.